Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection on the end of a vented pacilitaxel set fell off the line during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in july 2023. H11: the actual device was received for evaluation. Visual inspection was performed which identified a missing male luer and transparent cap. The reported condition was verified. The cause of the condition was related to the raw material used in manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.